Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. No further information is available from the user facility.

Manufacturer narrative:
The reported event was able to be duplicated by the manufacturer service technician, and noted corroded driveshaft bearings. A corroded driveshaft bearing can cause the reported event of overheating.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. No further information is available from the user facility.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.